Event description:
Complainant alleged that during biomed testing the device was not able to decrease the energy level. Complainant indicated that there was no patient involvement in the reported malfunction.